Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt's husband reported she was having issues with the infusion tubing. Husband stated for example the pt's blood glucose will be 150 mg/dl before dining and a few hours later, it will be 300 mg/dl. Husband is just using this as an example; this is not an actual occurrence. Husband stated he will disconnect the tubing and run a prime, and he will see a pocket of air in the tubing. He reported this is happening 5 times a week. Husband reported the air bubbles are appearing over time and the size of the bubbles are actually "skips of air in the tubing". Infusion adapter has never been changed. Insulin is cold. Educated on using room temperature insulin. Husband stated he will warm the insulin in his hands prior to filling a new cartridge. Advised it is best to sit the insulin out of an hour prior to filling a cartridge to allow the insulin to reach room temperature. Advised to always connect the adapter and tubing to the cartridge prior to inserting. Husband stated he is not currently having any issues with the air bubbles in the tubing. Therefore was not able to complete any trouble shooting. Husband reported that sometimes the tubing will look strange when he holds it to the light. Educated about the inner and outer layers of tubing. On follow up on husband reported they have not had any air bubbles since his call. He stated the pt does not have a normal blood glucose range and her readings have been high today. Husband reported pt is very brittle. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.